Event description:
On (B)(6) 2012, pt reported the infusion device was not delivering her the boluses. Pt stated all that occurs is that the 0.0 is just flashing. Had pt press and hold the up button on the side of the infusion device; device displayed 0.0, but was unable to adjust the amount of the bolus. Had pt press and hold the down button; device displayed 0.0, but was still unable to adjust the bolus amount when pressing the up button. Pt reported she noticed this issue on (B)(6) 2012, and is currently on her back up infusion device. On follow up call on (B)(6) 2012, pt reported the failure is constant and the buttons do not work if they are pressed hard. Pt stated, the buttons were not flat. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.